Manufacturer narrative:
A sample shunt was not returned for analysis. The shunt remains implanted. The condition of the product could not be verified and the visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been 2 additional complaints on the iris touch for the lot. The similar event report indicates that iris touch events may be transient, and do not cause harm to the patient. As in this case - the shunt has remained in the patient's eye. Since a sample was not returned, the root cause could not be determined. Gaining additional information was not achieved. (B)(4).

Event description:
A surgeon reported that approximately 18 months after initial implantation of a glaucoma filtering shunt, the shunt came into contact with the patient's iris and the intraocular pressure (iop) increased. One year later the shunt came into contact with the iris again. On last posted follow up, the shunt was not in contact with the iris. Gaining further information was not possible.